Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported by the customer that he received a patella loaner set from arthrex (B)(4). The manager of the sterilization department performed the inspection of the loaner set and got injured cause the single use device arthrex guide wire - ar-8737-01-s was still inside the arthrex drill ar-8737-09-ru. Due to that injury the employee missed 2 weeks of work .